Event description:
The customer observed falsely decreased architect tsh results for one patient. The following data was provided (customer¿s normal range is 0.35-4.94 uiu/ml): initial result, on 07aug, was 0.0, repeat, after re-centrifuging, was 1.16, repeat was 0.01 uiu/ml. The patient was sent to another hospital and was tested on (B)(6) and the result, on an unknown platform, was 1.8. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely decreased architect tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. Device history record review on lot 61378ud00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the architect tsh reagent, lot number 61378ud00, was identified.

Event description:
The customer observed falsely decreased architect tsh results for one patient. The following data was provided (customer¿s normal range is 0.35-4.94 uiu/ml): initial result, on 07aug, was 0.0, repeat, after re-centrifuging, was 1.16, repeat was 0.01 uiu/ml. The patient was sent to another hospital and was tested on 08aug and the result, on an unknown platform, was 1.8. There was no impact to patient management reported.